Event description:
It was reported that the patient presented for follow-p in clinic. It was noted that the right atrial lead exhibited oversensing. The patient was not symptomatic. The lead was capped and replaced with a competitive lead on (B)(6) 2017. The patient was stable before, during and post procedure.